Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Event description:
Additional information was received. No know patient information. The pump was a rental that was returned. The error was found by testing.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review is not applicable or relevant because the device is not an out of box failure and/or the result of the complaint investigation do not indicate a problem with the manufacturer or repair of the device. The device was returned for analysis and has been evaluated. The customer?s reported problem was confirmed. The pump was visually inspected. The pump was displaying an error code ?10040? Alarm message during investigation. The customer reported event was caused by the customer. No actions were taken for the primary concern reported; however, the software applications were re-installed which resolved the issue. The root cause of the reported complaint was due to the use of the device in a manner that is inconsistent with the operators manual/instructions for use (IFU). Based on the investigation results, no corrective actions will be taken at this time. The manufacturer regularly analyses complaint data and trends, and will take further actions accordingly.